Manufacturer narrative:
Batch review performed on 26 june 2018; lot 171452: (B)(4) items manufactured and released on 17 may 2017. Expiration date:2022-05-02 no anomalies found related to the problem. To date, (B)(4)items of the same lot have been already sold without any similar reported event.

Event description:
The patient had a primary on (B)(6) 2018. One month later the patient fell and fractured the femur. The surgeon revised the femoral component and the insert. In (B)(6) 2018 the patient came in due to signs of infection. The pathogen is unknown. The surgeon revised the insert. The surgery was completed successfully.